Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: console device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device posting an error code and starting to run and then stopping was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device heated up over the temperature specification, 125.4 degrees in 8 minutes should be less than 118 degrees in 10 minutes (failed handpiece temperature assessment). It was further determined that the loctite and cable assessment failed (connector cap cable frayed). During repair, it was observed that the bearings were worn out causing the issue. It was further determined that the issues were consistent with are consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the console device displayed an unknown error code while in use with the motor device. It was reported that the device started to run then stopped. It was further reported that the device was ¿bad¿. During in-house engineering evaluation, it was observed that the device heated up over the temperature specification, 125.4 degrees in 8 minutes should be less than 118 degrees in 10 minutes (failed handpiece temperature assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.